Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting. As a part of troubleshooting, rse found that the 24/12/5 v power supply in the main cabinet was defective. To resolve this issue, rse replaced the defective power supply with a standby power supply, with the help of customer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.